Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Approximately two days after insertion, the patient experienced redness, infection, pain, and discomfort at the needle puncture site. Despite the localized skin infection, the patient reported that the cgm readings remained normal and accurate when compared to a blood glucose (bg) meter. On (B)(6) 2026, the patient sought medical evaluation and was prescribed doxycycline to treat the infection. At the time of reporting, the patient indicated they were doing well. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.